Manufacturer narrative:
Additional manufacturer narrative: tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA (B)(4). Device by manufacturer: on (B)(6) 2016, an fse was dispatched to the customer facility to address the reported event. The fse found sampler errors to be caused by defective pip board and replaced with new one. Fse also verified alignments on incubator, ran cup transfer test several times to verify proper operation. The customer ran quality controls (qc) in which all results were within acceptable range and verified that the analyzer was functioning correctly. The aia-900 analyzer was functioning as intended and the errors cleared. No further action required by field service. The probable cause of the event was defective pip board.

Event description:
On (B)(6) 2016, a customer reported incubator home detect error with their aia-900 analyzer. The customer is unable to run ckmb and ctni2 patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting ckmb and ctni2 patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.